Event description:
A report was received alleging that the tracheostomy tube cuff was found to be leaking into the tube lumen after one day in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.